Manufacturer narrative:
This report is submitted on september 26, 2018, (B)(4).

Event description:
Per the audiologist, the patient experienced pain and bleeding at the abutment site resulting in the decision to exchange the abutment for a longer one (date not reported). It was also reported that the patient was administered topical antibiotics (date and type not reported).